Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display could no longer be safely read and there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump with the correct serial number (B)(4) associated with this complaint was updated in the complaint file on (B)(6) 2015 and returned to animas on (B)(6) 2015. The pump was sent to recovery prior to investigation by the product analysis lab; therefore, product analysis for this pump could not be completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/16/2016- device evaluation: the pump was sent to recovery when it was received on 05/19/2015. The pump has since been retrieved from recovery and evaluated by product analysis on 05/25/2016 with the following findings: during testing, the pump was powered on and the display screen appeared fully illuminated and functional. The pump case was removed and no internal damage was found. The complaint was not duplicated, and no defect was found.